Event description:
Inconsistent functionality with the hemodynamic monitoring system caused 3 x messages of asterisks instead of numbers. The potential for pt harm is of concern, as this occurs during cardiac catheterization. The MFR was notified right away. Their engineers are working on it. This occurred after a software update. Rebooting the system seems to correct the problem, however, the pt info is not available during that time.